Event description:
After implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6) 2024, an additional tevar (thoracic endovascular aortic repair) was performed and blood flow to the legs. Improved. Operation type: fet (frozen elephant trunk). Ancillary device used: ctag (gore) and zenith dissection (cook medical). No image available. Patient outcome: unknown. Patient precondition: unknown. Date of implantation: (B)(6) 2024. Follow up#3 see narrative in section h11.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on human error occurred in submission of mdrs as vmsr (voluntary malfunction summary reporting) instead of individual reporting requirement to the FDA. On (B)(6) 2024 vascutek were contacted by the FDA and informed that the h1 section had been incorrectly filled in initial MDR submissions. The firm opened a non-conformance - (B)(4) to mitigate quality system management to address issue, employee training, and implement corrective actions. (B)(4) was opened on (B)(6) 2024 and closed on (B)(6) 2024. There is no change to the device performance or risk profile. Health effect - clinical code: 3160 - vascular dissection - spontaneous or induced tear - after implantation of the thoraflex hybrid, dsine (distal stent graft- induced new entry) developed. 4598- reduced blood flow- after implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6), an additional tevar was performed and blood flow to the legs improved. Health effect - impact code: 4625 - additional surgery - additional tevar (thoracic endovascular aortic repair) was performed. Medical device problem code: 2423 - obstruction of flow - after dsine developed blood was not flowing to the legs. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not accessible for testing - device remains implanted. 3331 - analysis of production records - a comprehensive batch record review (serial no.: (B)(6)) was performed from raw materials to final release product and no issues were identified. 4111 - communication/interviews - additional information about the event was requested on 25 apr 24 regarding location of the tear, size was the tear, first notice the tear, the event occurred after how long, graft twisted or kinked, diameter of device when implanted, patient indicating any allergies to the graft components, if the graft remains straight or did it elongate with the pressure, outcome of the patient. 4110 - trend analysis - 5-year review of similar complaints (occlusion/thrombosis) gave an occurrence rate of (B)(4). (Complaints v sales). A positive trend in the number of complaints received has been identified. An internal action will be taken accordingly. Investigation findings: 3221- no findings available- after multiple attempts of requests regarding the complaint, it was confirmed no further information, pre/post op scans or images, nor device will be available. Hence, could not establish a causal link between the reported event and device deficiency. Investigation conclusions: 4755- cause not established- root cause cannot be determined as no information, pre/post op scans or images, nor device was available for review. Hence, we could not establish a causal link between the reported event and device deficiency.

Manufacturer narrative:
Health effect - clinical code: 3160 - vascular dissection - spontaneous or induced tear - after implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed. 4598- reduced blood flow- after implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6)april, an additional tevar was performed and blood flow to the legs improved. Health effect - impact code: 4625 - additional surgery - additional tevar (thoracic endovascular aortic repair) was performed. Medical device problem code: 2423 - obstruction of flow - after dsine developed blood was not flowing to the legs. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not accessible for testing - device remains implanted. 3331 - analysis of production records - a comprehensive batch record review (serial no.: (B)(6) ) was performed from raw materials to final release product and no issues were identified. 4111 - communication/interviews - additional information about the event was requested on 25 apr 24 regarding location of the tear, size was the tear, first notice the tear, the event occurred after how long, graft twisted or kinked, diameter of device when implanted, patient indicating any allergies to the graft components, if the graft remains straight or did it elongate with the pressure, outcome of the patient. 4110 - trend analysis - 5-year review of similar complaints (occlusion/thrombosis) gave an occurrence rate of 0.201% (complaints v sales). A positive trend in the number of complaints received has been identified. An internal action will be taken accordingly. Investigation findings: 3221- no findings available- after multiple attempts of requests regarding the complaint, it was confirmed no further information, pre/post op scans or images, nor device will be available. Hence, could not establish a causal link between the reported event and device deficiency. Investigation conclusions: 4755- cause not established- root cause cannot be determined as no information, pre/post op scans or images, nor device was available for review. Hence, we could not establish a causal link between the reported event and device deficiency.

Event description:
After implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6) 2024, an additional tevar (thoracic endovascular aortic repair) was performed and blood flow to the legs improved. Operation type: fet (frozen elephant trunk). Ancillary device used: ctag (gore) and zenith d.issection (cook medical). No image available. Date of implantation: (B)(6) 2024. This report is being submitted as a follow-up for manufacturing report #9612515-2024-00029 to provide event closure information for comp (B)(4).

Event description:
After implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6) 2024, an additional tevar (thoracic endovascular aortic repair) was performed and blood flow to the legs improved. Operation type: fet (frozen elephant trunk). Ancillary device used: ctag (gore) and zenith dissection (cook medical). No image available. Patient outcome: unknown. Patient precondition: unknown. Date of implantation: (B)(6) 2024. This report is being submitted as a follow-up for manufacturing report #9612515-2024-00029 to provide FDA response information for (B)(4).

Manufacturer narrative:
Health effect - clinical code: 3160 - vascular dissection - spontaneous or induced tear - after implantation of the thoraflex hybrid, dsine (distal stent graft- induced new entry) developed. 4598- reduced blood flow- after implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6), an additional tevar was performed and blood flow to the legs improved. Health effect - impact code: 4625 - additional surgery - additional tevar (thoracic endovascular aortic repair) was performed. Medical device problem code: 2423 - obstruction of flow - after dsine developed blood was not flowing to the legs. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not accessible for testing - device remains implanted. 3331 - analysis of production records - a comprehensive batch record review (serial no.: (B)(6)) was performed from raw materials to final release product and no issues were identified. 4111 - communication/interviews - additional information about the event was requested on (B)(6) 2024 regarding location of the tear, size was the tear, first notice the tear, the event occurred after how long, graft twisted or kinked, diameter of device when implanted, patient indicating any allergies to the graft components, if the graft remains straight or did it elongate with the pressure, outcome of the patient. 4110 - trend analysis - 5-year review of similar complaints (occlusion/thrombosis) gave an occurrence rate of (B)(4). (Complaints v sales). A positive trend in the number of complaints received has been identified. An internal action will be taken accordingly. Investigation findings: 3221- no findings available- after multiple attempts of requests regarding the complaint, it was confirmed no further information, pre/post op scans or images, nor device will be available. Hence, could not establish a causal link between the reported event and device deficiency. Investigation conclusions: 4755- cause not established- root cause cannot be determined as no information, pre/post op scans or images, nor device was available for review. Hence, we could not establish a causal link between the reported event and device deficiency.

Manufacturer narrative:
Health effect - clinical code: 3160 - vascular dissection - spontaneous or induced tear - after implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed. Health effect - impact code: 4625 - additional surgery - additional tevar (thoracic endovascular aortic repair) was performed. Medical device problem code: 2423 - obstruction of flow - after dsine developed blood was not flowing to the legs. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not accessible for testing - device remains implanted. 3331 - analysis of production records - a full batch review will be carried out to ensure the device was manufactured according to all quality and manufacturing criteria. 4111 - communication/interviews - additional information regarding the event was requested. 4110 - trend analysis - a 5-year similar event review of complaints (thoraflex hybrid>occlusion/thrombosis complaints v thoraflex hybrid sales) was carried out and gave an occurrence rate of(B)(4). Investigation findings: 3233 - results pending completion of the investigation. Investigation conclusions: 11 - conclusions not yet available as the investigation is ongoing.

Event description:
After implantation of the thoraflex hybrid, dsine (distal stent graft-induced new entry) developed and blood was not flowing to the legs. On (B)(6) 2024, an additional tevar (thoracic endovascular aortic repair) was performed and blood flow to the legs improved. Operation type: fet (frozen elephant trunk) ancillary device used: ctag (gore) and zenith dissection (cook medical) no image available. Patient outcome: unknown. Patient precondition: unknown. Date of implantation: (B)(6) 2024.